Manufacturer narrative:
Samples received: none, but pictures showing the defect. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing that two boxes of product were received without the box label. Another box had the cellophane wrapping slightly torn. Regarding the two units missing the box label, we consider that this is an accidental an isolated defect. A punctual failure of the production labeling machine caused that two boxes of product were released without label. Production personnel did not check that the boxes were without the labels. No previous complaints have been received regarding this issue for any of vpl-pegasus products. Regarding the box with the cellophane wrapping slightly torn, we also consider that this is an isolated and accidental defect. No other complaints have been received and no units found affected in the stock of vpl-pegasus products. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Investigation on-going. Additional information / investigation results will be provided in a supplemental report. (Pictures were received).

Event description:
It was reported that there was an issue with monomend. It was noted that 2 boxes of product were missing the label on the side of the box; one box also had the cellophane torn. This product was not used on a patient. Additional information was not provided.